Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct outcomes attrib to adv event. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the entry in additional MFR narrative, h2: if follow-up, what type? And h6 patient code and patient code description. Patient code 3191 captures the reportable event of surgery. This supplemental report was created to correct the entry in e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code, initial reporter phone, initial reporter fax, and occupation and in h10: additional MFR narrative.

Event description:
Boston scientific received information that the patient with this pacemaker had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to infection. There were no additional adverse patient effects reported. Additional information was received that the pacemaker was explanted secondary to a bacteremia infection with small amounts of vegetation in the mitral valve not caused by the device or leads. No additional adverse patient effects were reported. The pacemaker was returned but no analysis was performed.

Event description:
Boston scientific received information that the patient with this pacemaker had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct outcomes attrib to adv event.

Event description:
Boston scientific received information that the patient with this pacemaker had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to infection. There were no additional adverse patient effects reported. Additional information was received that the pacemaker was explanted secondary to a bacteremia infection with small amounts of vegetation in the mitral valve not caused by the device or leads. No additional adverse patient effects were reported. The pacemaker was returned but no analysis was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct outcomes attrib to adv event. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the entry in additional MFR narrative, h2: if follow-up, what type? And h6 patient code and patient code description.